Event description:
One endeavor rx drug-eluting stent was implanted in the proximal lcx. Patient was asymptomatic at 30 day follow up. An acute non- stemi is reported to have occurred five months post initial stent implant. Patient is reported to have experienced chest pain and was admitted to the primary hospital. Location of mi was non determinable. Patient required a ptca revascularization of the proximal lcx seven days after entering the hospital, due to restenosis after previous ptca. Two stents (3.5 x 18mm & 2.5 x 8mm) from another MFR were implanted, overlapping. Please note that the device is not distributed in the united states.

Manufacturer narrative:
Evaluation: results: (myocardial infarction, restenosis). Secondary intervention.